Manufacturer narrative:
A two year search of the complaint database for list 011-cl-10 with similar problem showed no additional reports.

Event description:
Following normal practice (pre chemolock trial) of wiping port ends - saw very large dot (doxorubicin) on the alcohol swab. No unprotected chemo exposure as staff had ppe in place when exposed. Incident occurred within the pharmacy/cleanroom.

Manufacturer narrative:
A two year search of the complaint database for list 011-cl-10 with similar problem showed no additional reports. Visual analysis: device 011-cl-10 was returned connected to mating device cl2000s. No leaking was observed. Functional analysis: device and mating devices were leak tested per specification. No leaking was detected. Analysis summary: device and mating device were leak tested. No leaking detected. Complaint cannot be confirmed.

Event description:
Following normal practice (pre chemolock trial) of wiping port ends - saw very large dot (doxorubicin) on the alcohol swab. No unprotected chemo exposure as staff had ppe in place when exposed. Incident occurred within the pharmacy/cleanroom.